Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that there was vision in only one eye at the surgeon side console (ssc). The intuitive surgical inc. (Isi) tech support engineer (tse) viewed the onsite logs, which showed no related errors. The tse instructed the clinical sales rep (csr) to have the staff reseat the endoscope at the vision side cart (vsc) 5x to clean the connector. If that did not work, it was recommended for the staff to try another endoscope. The csr stated that the staff rebooted the system, with no change. The staff proceeded with the case. There were no reports of patient injury. The site contacted tech support at a later time to follow up, and explained that the system had been power cycled, the endoscope had been reseated, and a new endoscope had been installed, with no change. The onsite logs were reviewed, which showed that the ssc right high resolution stereo viewer (hrsv) failed to reach the desired brightness. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that there was vision in only one eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could reproduce the reported failure. High resolution stereo viewer (hrsv) of surgeon side console (ssc) right side was replaced. System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The hrsv was analyzed and reported failure was confirmed. The monitor was installed on the pca test system. Upon power up no errors was found, but can confirm that the right eye is not working. The issue remained after couple of restarts. The complaint regarding vision in one eye was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.